Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the end piece of the device popped off from the actual tube. It was stated that from the time the tube was placed it did not have any moisture along outside. There was no adverse event happened to the patient.